Event description:
It was reported that the customer had a motor error alarm. Customer's blood glucose level was 159 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, prime and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing. Minor scratched lcd window, cracked case near the display window corners, and cracked reservoir tube lip.